Event description:
It was reported that stent damage occurred. A sheath non-bsc guide wire and a non-bsc guide catheter were advanced. Overlapping stents were deployed. A 3.00x28mm promus premier¿ stent delivery system (sds) was then selected; however the device was not able to cross the previously deployed stent. When the device was pulled back into the guide, the sds caught the tip of the guide catheter. It was noted that the stent was compressed and "like accordioned". Everything was removed intact. The procedure was completed with the implantation of a 3.0 x 28 stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).